Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 230 mg/dl; cause was unknown. Customer received third party assistance from their health care provider, who put glucagon jelly in customer¿s mouth to address bg. The customer mentioned they bumped their head and ankle as a result of the high bg, but no permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.